Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The direct cause of the problem is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced an unspecified alarm during therapy while using the homechoice device. The hp was connected at the time of the event. The technical service representative reviewed proper procedures with the reporter and advised the reporter to contact the nurse about the event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.